Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, interrogation failure and pacing failure were observed with the pacemaker involved in this MDR report after an external defibrillation. The device was explanted and returned for analysis.